Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, the patient reported that the infusion set's tubing got disconnected from connector. Therefore, his blood glucose level was 350 mg/dl earlier when they made the initial call, but currently on the phone they were at 207mg/dl. Further, the infusion set was used for less than 3 hours, and the expiration date is 01-nov-2024. Moreover, the patient replaced infusion set and insulin was resumed successfully. No further information was available.